Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique for instruments designed for re-use: the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Instruments should be examined for wear or damage by doctors and staff in operating centers prior to surgery. The examination shall include a visual and functional inspection of the working surfaces, articulation points, and springs. It should also include verifying all welded connections, that all components are present, and the cleanliness of the orifices and cavities, as well as the absence of any cracks, distortion, impact, corrosion or other change. For instruments with articulations, lubrication may be necessary. Using a silicone lubricating cream is recommended. Since the device was not returned, an exact cause could not be determined. Possible causes include: too much mechanical energy (axial, insertion, removal, compressive, torque, cantilever). Device used past life of device. Previously damaged device used. Implant not rigidly attached to inserter h3 other text : device has been discarded.

Event description:
Physician reported that a vlift expander was found to be fractured near the thread of the inner cylinder after insertion intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device has not yet been returned.

Event description:
Physician reported that a vlift expander was found to be fractured near the thread of the inner cylinder after insertion intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.